Event description:
On (B)(6) 2012, pt developed hematuria. On (B)(6) 2012, pt suspected of having hit (heparin induced thrombocytopenia). Blood samples drawn noting hemolysis. Roto flow disc became visible at inlet and top of housing. Then noise and vibration noted from the rotaflow. Complete system change out performed. Pt noted to have neurological changes followed by cranial CT scan which noted diffuse anoxic cerebral injury. Pt died in the evening (B)(6) 2012.

Manufacturer narrative:
Product has been returned and is currently being evaluated. Additional information about the event has been requested. A follow-up report will be submitted upon completion of the investigation.